Manufacturer narrative:
The device was received investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the door and door latch were broken. There was no patient involvement, no reports of any adverse events, and no reported delays of critical therapy. No further information was obtained.